Event description:
A customer reported observing condition codes posted on the analyzer that indicated that, the reagant metering subsystem was not performing optimally. Under these conditions, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: datalogger analysis determined that the reagent metering arm had not accurately moved to its intended position, which may result in a partially occluded reagent metering probe. An ocd field engineer corrected the horizontal alignment of the reagent metering arm and replaced the reagent metering probe. The root cause of this event was a partially occluded reagent metering probe.